Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2477-0007 and lot# 25015072 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that patient was being transfused with rbcs [red blood cells]. When patient got up to go to the bathroom, patient discovered that some blood product had dripped on the floor. Writer & lead rn entered room and saw several ml of blood dripping out of the unused, clamped bag spike of the blood tubing. Confirmed tubing was clamped, added hemostat to tubing & bag on end of dripping end to ensure no more product would leak. Area cleaned up with bleach.